Event description:
Additional information received from (B) (4) regulatory update reports an additional smith+nephew device was used in a calaxo post-op incident (B) (4). After 19 weeks after surgery, patient continues to have occasional feelings of weakness and lack of stability. She also continues to have subjective reports of pain as well.

Manufacturer narrative:
Product recall was initiated on august 21, 2007. (B) (4)